Event description:
It was reported that pump experienced malfunction while customer was charging pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided instructions to reset pump, and completed reset without malfunction recurring, and customer was advised to continue using pump and to call back if malfunction occurred again.